Event description:
It was reported that during a hemorrhoidopexy procedure that there was an incomplete staple line. Completed the procedure with a new instrument. No further info is available. There was no adverse pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.